Event description:
A report was received that the pt had a pocket revision, due to the pocket being too deep causing difficulties charging. The physician replaced the ipg. The pt is reportedly doing well following the procedure.